Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 156 mg/dl. The customer reported that the buttons were hard to press (arrow and middle button). The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no physical damage on keypad overlay or moisture damage on keypad traces noted. Keypad connector was fully locked.